Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual impedance rise over the past two years. It was noted that the rv capture threshold has changed with the impedance increase even though the patient was 100% vs (ventricular sense). The lead remains in use. No patient complications have been reported as a result of this event.